Event description:
Following a software update, the trilogy evo is no longer responding, leading the user to be unable to access the menu. In addition, it is reported that the battery icon is empty even though it is fully charged. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient philips is currently investigating this complaint. The device has been received by the third-party service center and is currently awaiting evaluation. A supplemental report will be submitted as due.

Manufacturer narrative:
The manufacturer previously reported: following a software update, the trilogy evo is no longer responding, leading the user to be unable to access the menu. In addition, it is reported that the battery icon is empty even though it is fully charged. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. This is non reportable due to the following: this notification has been reviewed for information received that after a repair/service software upgrade was attempted on a trilogy evo, the device became inoperative. The device was returned for evaluation, and it was confirmed that a ventilator inoperative condition occurred due to inconsistent software versions. The service center successfully upgraded the software upgrade without issue. The devices system board and display board were also replaced as a preventative action only. This information does not indicate a malfunction of the device, yet a result of the service being provided currently. It has been concluded that the trigger for this condition would not reoccur during use, which in turn could not have the possibility to cause harm injury to the user. Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. No report will be filed with any regulatory agencies at this time.